Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the clinic had contacted the rep about a problem with a synchromed ii pump. The alarm shown in the attached image was displayed, but the patient had no withdrawal symptoms and the pump had calculated a residual volume of 3.2 ml, which would correspond to normal consumption. It was asked if the pump took a pump stop into account in the calculation. According to the attached image the following codes were seen: "service code 99: therapy discontinuation: the pump was stopped for 792 hour(s) and 43 minute(s). If a pump is stopped for more than 48 hours, there is a risk of damage to the pump. To verify the functioning of the pump, consider further tests. Contact medtronic for more details" and "service code 100: possible underdosing: the pump motor is currently stopped. If an MRI has just been performed, wait 20 minutes and check the pump again. If this message appears repeatedly, or if an MRI has not been performed, contact medtronic". Additional information received on 2025-07-22 indicated that when they queried again, the warning message disappeared. The remaining volume also matched the calculated value of the pump. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient's age and gender would not be disclosed due to legal reasons. The serial number and implant date of the pump was unknown. The drug(s) that were in the pump at the time of the event was also unknown. The name and facility address of the hcp associated with the event was provided. The cause of the motor stall was stated to potentially be magnetic resonance imaging (MRI). The patient had an MRI three days prior to the incident. Diagnostics/troubleshooting performed included the pump was re-interrogated multiple times and the reservoir volume was compared to the calculated volume. The motor stall resolved. It was stated that it was unknown if the date and time of recovery corresponded to the date and time that the pump was interrogated. The calculated residual volume was 3.2 ml and there was 3 ml actually in the pump.